Event description:
During the procedure, it was noted that there was an unknown issue with the tactisys and the case was cancelled. During a redo atrial fibrillation procedure, geometry and voltage mapping was done. The catheter was zeroed and when the catheter was applied to the tissue there was contact force, but no electrical signal at the distal pole. The channels on the polygraph box were changed as well as the egm cable which did not resolve the issue. It was suggested to try to stimulate with the distal abl. In addition to not stimulating, it was observed that it saturated the channel. The catheter was replaced, which did not resolve the issue. Additionally, there was no communication with tactisys. The tactisys was restarted, the connections were removed and put back and the catheter fiber was cleaned, but the problem remained. The catheter appeared on the screen and moved when attempting to find a signal and contact. It was then decided to use a flexability catheter, however the signal problem continued and the case was cancelled.

Event description:
2/3/23 per the rep - it was discovered that the issue was with the hospital recording system (ep-tracer), not the tactisys¿ quartz ablation system.

Manufacturer narrative:
Additional information: b5, g3, h2, h3. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. No CAPA is required; the root cause of the reported issue could not be confirmed to be a manufacturing, design, or quality system related occurrence. The reported issue will continue to be monitored for trends and reviewed in qdr (quality data review). Based on the information received, the cause of the reported incident was due to the hospital recording system (ep-tracer), and not the tactisys¿ quartz ablation system.